Event description:
This complaint was received by medical affairs and noted that the patient had two cypher stents placed in the lad (not overlapping) in 2006 for chest pain. Eighteen months later, the patient had some chest discomfort and an angiogram showed that there was some plaque build up between the stents. A different physician, at the same hospital, placed two taxus stents in the lad to treat the lesion, as an outpatient. No further information available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2008-00264.